Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the knife trigger of the instrument was not function during a sleeve gastrectomy. A new device was opened to complete the procedure and there was no injury to the pt. The device was returned to covidien and visual inspection discovered that the clear insulation was damaged. Further evaluation discovered that the device failed hipot testing.